Event description:
Revision of total hip replacement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device eval: hospital retained.

Manufacturer narrative:
The stem did not contribute to the event, as it was likely removed as the other components were revised due to dislocation. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of total hip replacement.